Manufacturer narrative:
Block b5 (describe event or problem) and e1 (initial reporter phone) were updated with additional information. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter phone: (B)(6) reported here exceeded character limit for the designated field. Block h6: imdrf device code a150208 captures the reportable event of stent second flange stuck in scope. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf impact code f1001 captures the reportable event of cancelled procedure. Block h11: the initial report was mistakenly submitted as a serious injury. However, this event corresponds to a malfunction report; therefore, this report provides the necessary correction.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate a pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange failed to deploy, and the stent could not be placed. It was noted that the stent remained loaded on the catheter within the working channel, and as a result, it was unintentionally pulled out of the target lesion when the catheter was moved away from the puncture site. Knocking was attempted in order to address the issue, but nothing was resolved. The procedure was cancelled due to this issue. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of stent second flange stuck in scope. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf impact code f1001 captures the reportable event of cancelled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate pseudocyst drainage during a procedure performed on an unknown date. During the procedure, the second flange did not deploy, the stent could not be placed. It was noted that the stent remained in the working channel and got pulled out of the target lesion as moving away from the puncture site. It was reported that the procedure had to be cancelled as a result of the issue. There were no patient complications reported as a result of this event.